Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint with associated MFR# 2954740-2016-00235. The cashmere coil will not be returned; therefore the root cause of how the coil was stretched cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.

Manufacturer narrative:
This is one of one initial MDR report being submitted for this complaint with. (B)(4).the product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by a health care professional, during a coil embolization procedure a cashmere 14 cere 8 mm x 20 cm (crc14082030/c24696) stretched. The entire coil was withdrawn from the microcatheter and new coil was used to complete the procedure; the microcatheter was not removed. There were no kinks noted on the microcatheter and there was no resistance between the microcatheter and guidewire when accessing the target site. An adequate continuous flush was maintained through the microcatheter at all times. There was no report on patient injury and no reports on intra or post-procedural complications. Patient information is unknown. It was initially reported that the complaint device is available for return.

Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint with associated MFR# 2954740-2016-00235. Very limited information was received. The unidentified microcatheter and the rotating hemostatic valve (rhv) were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned before being returned which may have produced further damage. It is also unknown if the device was improperly handled for returned packaging or was further manipulated and/or inspected post-procedurally. In addition, any trace or other evidence that may have been complaint related may have been altered or removed prior to being returned due to post-procedural handling, cleaning, and packaging. All location and measurement callouts are approximate and for reference only. As viewed through the introducer sheath no coil stretching was found. The coil has retained its secondary looping with no coil stretching found no manufacturing defects were found. The complaint of the coil stretching is not confirmed. The coil was found to be intact and undamaged with no coil stretching found; therefore the root cause of the coil stretching cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.